Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Subsequently, the customer observed sparks while charging the pump which resulted in a burnt mark on the usb port. In addition, the battery gauge was fluctuating. Customer¿s blood glucose value was 140 mg/dl. The customer continued to use the pump for insulin therapy.